Event description:
Per the clinic, the implanted device was found to have become loose one day after implantation. There are plans to reimplant the patient with another device, but it is unknown in this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. (B)(4).